Event description:
Customer reported she was experiencing high blood glucose and she had to go to the emergency room. Customer's current blood glucose was 189 mg/dl. Symptoms were nausea, fatigue, and excessive thirst. Customer was admitted with high blood glucose over 400 mg/dl. Customer stated she woke up with high blood glucose and was unable to bring them down. Customer was discharged and remained on pump therapy. The drive support cap was reported normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. Low reservoir and low battery were noted in the alarm history. High pressure test was performed and device passed. Customer was advised the device was working as designed. Cannula was bent and not occluded. No further information reported.

Manufacturer narrative:
The insulin pump passed all functional testing. All operating currents are within specification. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.